Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified that the device had never been serviced and repaired. Visual inspection and functional tests were performed, and the customer¿s reported problem was duplicated. The downstream occlusion (dso) sensor was nonfunctional. The cause of the problem was unknown. The dso sensor will be replaced to solve the problem.

Event description:
It was reported that the device exhibited a "no cassette detection" error. There was unknown patient involvement.